Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. The root cause could not be determined.